Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena.

Event description:
Prior to a cryoablation procedure, the system and needles were tested successfully with no issues. During the 1st freeze cycle the needle shaft started to collect ice. A saline gauze was placed on the patient's skin to prevent frost burn. The physician continued to use the needle to complete the procedure. There was no injury to the patient. The needle will be returned.